Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation.  Quality engineering evaluated the device and it was determined that the reported condition was confirmed. The assignable root cause of the low power was traced to failure to follow instructions and unauthorized repair. The root cause of the remaining failures was due to component failure due to normal wear. Service review: a review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. The manufacture date was unknown. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the oscillating saw device had low power, the bearing and housing were worn, there was component and cosmetic damage, and the motor vanes did not have the correct collar and form. It was further determined that the device failed pretest for general condition and check oscillation frequency with frequency meter. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.